Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: bmw 0,014; stent: xpedition 3.0x23mm. The device has not yet been received. Investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mid-left anterior descending coronary artery that was 90% stenosed. There was no resistance noted during removal of the protective sheath. The balloon was submerged in saline prior to use; however, it was not prepped (air aspiration) outside the anatomy prior to use. The nc trek rx 3.5 x 12 mm balloon dilatation catheter balloon was advanced for post-dilatation of a xience xpedition (3.0x23mm); however, it completely failed to inflate. No tear or hole was noted in the device. Another same size device was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. Abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. [Medwatch # 2024168-2017-02310].